Manufacturer narrative:
The device was not return for investigation. No return product evaluation could be completed. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. The bypass tube was unable to be fully inserted into the sheath, there was approximately 2-3mm of the bypass tube that was not in the sheath. The physician elected to apply force and push the device in until it locked. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device. Following deployment, blood was visible and manual pressure was applied. If bleeding from the femoral access site persists after the use of the manta device, assess the situation, based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. No post-angiogram was taken. The patient showed signs of decreased perfusion and was taken to the or. The vascular surgeon noted manta was deployed outside the vessel, and a dissection was present in the artery requiring repair. Dissections are a common event in large bore procedures; therefore, it is inconclusive if the dissection was caused during the initial procedure or by the manta closure device. Multiple causes for tract deployment have been established; however, the exact cause for this tract deployment is inconclusive due to insufficient information regarding patient conditions and environment, initial and deployment procedures, and no angiograms were available for investigative purposes. It is possible difficulties experienced while delivering the initial valve through the procedural sheath could have resulted in damage and swelling to the vessel altering the deployment depth for the manta closure device, resulting in tract deployment. The risk of access site complications leading to surgical intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: customer reports using an 18f manta to close tavr. The customer stated that the procedure was performed per IFU but noted some difficulty while advancing bypass tube into sheath valve. No post-deployment angio was taken. At some point before patient left the or, decreased perfusion was noted in leg on the same side as the manta had been deployed. Vascular surgery was brought in, and manta was noted to be deployed outside the vessel. Waiting for account to follow-up with patient outcome and further details. Additional information received on 15nov2021: an 18f manta was used following a tavr procedure. A single micro-puncture access under ultrasound guidance was obtained in the cfa. The cfa vessel size was 6.2mm and had mild calcification. Manta depth was measured at 6.5cm. During the procedure it was difficult to pass the heart valve though the sheath, but eventually the valve was passed and deployed. Prior manta deployment, sbp was 160mmhg and 100mg of protamine was given intravenously. After the tavr procedure, the manta sheath was inserted over the 0.035" j wire successfully. Next the manta was placed on the wire. There was severe resistance when trying to place the bypass tube through the valve on the manta sheath. The bypass tube was unable to be placed fully into the sheath, and there was about 2 to 3 mm of the tube that was not in the sheath. The physician elected to push the rest of the device in until it locked. Then he deployed it at the proper depth (6.5cm + 1cm = 7.5cm) and standard fashion. Initially there was bleeding, but that was resolved with manual pressure. No post-deployment angio was taken. The patient exhibited signs of decreased perfusion and was ultimately taken to surgery. The vascular surgeon noted that the manta was deployed outside the vessel. There was a dissection in the artery which was repaired by vascular surgery. The patient is doing well after surgery with plans to be discharged.